Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, when inflating the foley catheter balloon, the tube normally ends up in the center, but it was reported that two balloons in a row inflated with the tube shifted to the edge. Per follow up information received via rcc on 19-mar-2026 stated that the event occurred during pretest.